Event description:
On (B)(6) 2011, a low shock lead impedance red alert was detected on this rv lead. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).